Event description:
During a dialysis fistulagram, the graft was accessed with a merit medical prelude short sheath. When removing the wire after placement of the sheath, the tip of the wire broke off in the a-v fistula, leaving approximately 4 inches of wire in the patient. The attending physician was able to retrieve the wire with a snare without additional incident.